Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect. It should be - a trilogy 100 ventilator device was returned to a manufacturer's service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the manufacturer's service center, the device was visually inspected and visible foam particles were observed in blower and flow sensor path. The device was scrapped. In box d: device serviced by 3rdp?, device avail. For eval? (Rfb), device available for eval?, date returned to mfg are updated in this follow-up. In box g: date received by mfg is updated in this follow-up. In box h: device avail. For eval? (Rfb), device evaluated by mfg?, evaluation method code grid are updated in this follow-up. On previously submitted report, section "additional narrative" was incorrect. It should be - the CAPA process identified complaints not being created for quality issues found during servicing activities. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A trilogy 100 ventilator device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed in blower and flow sensor path. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.